Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. There was oversensing and high impedance on the pacing, rv and svc coils. It was also noted there was rv and svc coils impedances jumped. The lead was capped and replaced. No patient complications have been reported as a result of this event.